Event description:
It was reported that tubing connection part was cut..

Manufacturer narrative:
Evaluation results: customer report was confirmed. Rec'd (1) incomplete double dpt kit. Pressure tubings of pa dpt were missing from the kit. Pressure tubing was completely broken off from solvent bond joint with the female connector (attached to stand-alone stopcock). Broken tubing was bent near the bond joint. (B) (4)